Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode measuring at 315 mg/dl on ilet and 331 mg/dl blood glucose (bg) on glucometer. The user states they had dinner and made a meal announcement before noticing the elevation. The user added they did a supply change earlier today using convatec inset (23", 6mm). The user has cancer and is currently taking clonazepam, trazodone, and oxycontin for pain management and isosorbide mononitrate for their heart medication. Bg started to come down and the agent advised a site change if bg does not continue to decrease. Upon follow up, bg was trending down to 215 mg/dl. The user did not require any further assistance or intervention.